Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 5.2 mmol/l and the sensor glucose was 3 mmol/l at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer calibrated and went back to sleep. But the insulin delivery was suspended again and the sensor glucose value was 2.8 mmol/l and the blood glucose value was 4.5 mmol/l at the time. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. In addition, the customer also received calibration not accepted and change sensor alerts. The customer's other blood glucose value was 7.7 mmol/l. The sensor will not be returned for analysis.